Event description:
Oral gastric feeding tube was noted at the 13cm mark. It had slipped and no longer at the 17cm mark. The feeding tube was removed in order to reinsert it properly. The tip was noted not to be rounded. When compared to a new #8 feeding tube, it was noted to be missing approximately 9.5cm of the tip. Nnp assessed the neonate with no adverse outcome. Nurses instructed to watch for the product in stool. No product was found. Tube sent to patient safety department for reporting to MFR.